Event description:
Patient experiencing frequent episodes of sharp chest pain. Had received two ICD shocks in last 12 hours. Device interogation showed right ventricular (rv) lead impedance greater than 3000. Lead was extracted with laser and new lead inserted without difficulty. Patient discharged to home.====================== health professional's impression======================lead fracture.